Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on or about (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on or about (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012. Patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh. Per op notes, ¿a subxiphoid incision was made. Uterus adhered to the anterior abdominal wall at the site of defect was noted and removed. A complex incisional hernia defect was identified. A ventralight st mesh was placed into the abdominal wall and secured with sorbafix tack and sutures.¿ (B)(6) 2014. Patient was diagnosed with abdominal pain and dense fibrous adhesions thereby underwent laparoscopic repair. Per op notes, ¿a subxiphoid incision was made. Dense fibrous adhesions from the omentum to the anterior abdominal wall was noted and lysed. The mesh was noted to be in good position. The fascia was then closed with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. Note, the manufacturing date (15-jul-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.